Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's carbohydrate ratio setting. In addition, it was reported that the pump indicated a data log corruption. Customer¿s blood glucose was 257 mg/dl. Reportedly, customer corrected the pump settings and continued to use the pump for insulin therapy.